Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism.

Event description:
It was reported that there an attempted lead implant, which was unsuccessful due to high pacing threshold. The lead was not implanted. It was also reported that another lead was not implanted due to incorrect selection for the patient's anatomy. No patient complications have been reported as a result of this event.